Event description:
It was reported that the device misdiagnosed a vt as svt. A change in the tachy therapy was made. There were no adverse consequences to the patient as a result of the event. The device remains implanted.